Event description:
It was reported that prior to a surgical procedure at the user facility the trigger of the device disassembled. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked, which can lead to the reported event and can be caused by a material fatigue issue or impact. The device was repaired and returned to the manufacturer loaner stock.